Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during preparation for a rotational atherectomy treatment procedure a guide wire kink occurred. The target lesion was located in the left anterior descending artery. When the physician began advancing the 330cm rotawire guide wire through the 1.50mm rotalink burr it was observed that the guide wire was kinked. The procedure was completed with another 330cm rotawire guide wire. No patient complications were reported and the patient's status is stable. However, the product analysis on the returned device revealed a fracture on a portion of the guide wire that enters the body.

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on the product analysis completed on 20jun2012. It was reported that during preparation for a rotational atherectomy treatment procedure a guide wire kink occurred. The target lesion was located in the left anterior descending artery. When the physician began advancing the 330cm rotawire guide wire through the 1.50mm rotalink burr it was observed that the guide wire was kinked. The procedure was completed with another 330cm rotawire guide wire. No patient complications were reported and the patient's status is stable. However, the product analysis on the returned device revealed a fracture on a portion of the guide wire that enters the body.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned loaded in the hoop. Visual and tactile inspection revealed that the spring tip was unraveled. The corewire was fractured approximately 329.4cm from the proximal end. The outer diameters of the device were measured and met specifications, except for the damaged spring tip. The fractured portion of the device was sent to (B)(6) lab for analysis and their analysis concluded that the fracture occurred due to a bending moment followed by a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).